Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a decreased potassium levels (hypokalaemia). It was said that the subject was on furosemide/lasix, which was known to affect potassium. Machine was performing as intended. The ae (adverse event) had resulted to a treatment/medication with (adjusted, added, or dose reduced) potassium chloride bolus and 2 milliequivalent (meq) of potassium chloride was added to dialysis fluid. It was said that diagnostic tests were performed such as serum potassium which was 2.2 and the poc (point-of-care) potassium which was 2.4 but there were no diagnostic procedures performed. The ae did not result in the subject of being hospitalized and the ae was not treated with an additional crrt (continuous renal replacement therapy) session, not treated with mechanical ventilation added or settings adjusted, not treated with ECMO (extracorpreal membrane oxygenation) initiated or adjusted and not treated with blood products administration. The severity of the adverse event (ae) was moderate. The issue was resolved and the patient had recovered.